Event description:
The surgeon attempted to implant a aq2003v silicone lens. The lens stuck in the cartridge. The facility states that the cartridge malfunction. No pt contact.

Manufacturer narrative:
Complaints of this nature are being investigated.